Event description:
Atr with oversensing on ra lead. Boston scientific corporation (bsc) tech services contacted, engineers state related to mv sensor and to program mv sensor off. Bsc can connected to st. Jude medical (sjm) leads.